Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the power switch was defective, it gets stuck in the rear position. The event occurred during setup. There was no report of any patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's final investigation. Updated fields: b5, d8, d9, g3, h2, h3, h4, h6, h11. The device was not returned to olympus. However, the device was evaluated by a field service engineer and the and the reported failure of defective power switch was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.